Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the retainer ring that holds the reservoir was loose. Customer's blood glucose was not recorded at the time of the incident. The caller stated that the reservoir would have an air bubble anomaly. Troubleshooting was not provided. Nothing was resolved. Reservoir will not be returned for analysis.